Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) recorded inaccurate length of pause episodes and classified the pause episodes as bradycardia. The icm remains in use. No patient complications have been reported as a result of this event.